Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with two syringes and drainage bag. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and balloon symmetry was noted 0:100 pr#(B)(4). The catheter balloon was deflated in 1 minute and 22 seconds. Further, solution was introduced to the drainage lumen and blockage was noted (B)(4). This is out of specification per inspection procedure (B)(4), revision 11, which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Refer to CAPA 11881143 for further details. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was placed in the patient as usual. There was no resistance during insertion, and there were no issues during the injection of the fixed saline, but even with pressure applied to the lower abdomen, there was no urine output. It was thought that the low intake before surgery might be affecting this, so we continued to monitor the situation. However, after two hours into the surgery, there was still no urine flow, and when we attempted to inject saline for bladder irrigation, there was resistance, and no saline could be injected at all. After the surgery, when a new balloon was placed, urine output was observed. We also injected saline again into the removed catheter, but no saline entered the catheter. Per investigator's notification received on 04dec2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was placed in the patient as usual. There was no resistance during insertion, and there were no issues during the injection of the fixed saline, but even with pressure applied to the lower abdomen, there was no urine output. It was thought that the low intake before surgery might be affecting this, so we continued to monitor the situation. However, after two hours into the surgery, there was still no urine flow, and when we attempted to inject saline for bladder irrigation, there was resistance, and no saline could be injected at all. After the surgery, when a new balloon was placed, urine output was observed. We also injected saline again into the removed catheter, but no saline entered the catheter.